Event description:
Customer reported that she was unable to fill the tubing during the prime. She did not provide a blood glucose reading. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.